Manufacturer narrative:
The service inspection confirmed the customer¿s reported issue, holes in the bending section cover attributing to failed air/water leak test. The bending section cover was removed and found the bending section mesh and curved pipe blade are damaged. There is a rattling noise in the insertion pipe. The bending section cover adhesive is missing. The video connector is cracked. There are cosmetic scratches on the following: control body, grip, up/down plate, universal cord, video connector, light guide connector, and the light guide coverglass surface. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to olympus repair department for a ¿bending section cover laceration¿. The problem was found during an unspecified event. However, the service inspection identified the bending section cover adhesive are missing/fell off. This report is being submitted to capture the missing adhesive. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external factors or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the reported event.

Event description:
It was confirmed that no device component fragments fell off into the patient. It is unknown when or where the customer reported issue, ¿bending section cover laceration¿ occurred.